Event description:
It was reported that revision surgery was performed due to alval, elevated metal ions and metal sensitivity / allergy. The femoral stem remains implanted. The patient had a prior modular head and sleeve revision surgery performed (B)(6) 2011 due to infection, at which point the modular devices were implanted.